Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. It was noted that the battery voltage started to decrease suddenly just after the remote interrogation in (B)(6). A high current drain of some sort was suspected. The patient is hospitalized and the device has to be replaced since it has reached recommended replacement time (rrt). The device was explanted and replaced. It was also reported that during the device replacement procedure the physician detected that the impedance of the lead was increasing. The physician decided at that time to change the whole system and therefore the lead was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.